Manufacturer narrative:
Additional information received: a letter of recommendation was received from the patient from their dentist that stated the following: patient reached out to us regarding an allergic reaction to her byte orthodontic aligners. Patient stated their symptoms were difficulty swallowing, warm cheeks, an swollen eyes. We advised the patient to immediately stop her treatment and seek immediate medical attention if these symptoms continue. We do not recommend that our patient proceed with orthodontic care provided by byte. We recommend care being under the direct supervision of a licensed dental professional at our office. It is our practice's position that all orthodontic care be supervised by a licensed (georgia) dentist, monitored in person, and carefully evaluated before/during/after treatment for ideal outcomes.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they had an allergic reaction to wearing of the aligners. There symptoms included difficulty breathing, tightness in their chest, cheeks having a burning sensation, difficulty swallowing and heart palpations. Advised patient to seek immediate medical attention and to discontinue aligner use until issue is resolved. Requested letter from doctor regarding allergic reaction. Patient stated they could not get in to see doctor for a month. Advised patient to seek care at urgent care.